Event description:
It was reported that the latera implant was placed bilaterally in (B)(6) 2024 and the right latera implant migrated upwards approximately 1 mm away from the tear duct and occurred several hours after they were implanted. The patient has reported difficulty in breathing through the right nostril. There has been no reported medical intervention. Additional information is currently being requested.

Manufacturer narrative:
The device remains implanted in the nasal anatomy and not returned for evaluation; a root cause could not be determined for the event.

Event description:
Cbased on review of communication with the patient, the patient had 24 mm implants placed in the anatomy. Upon further investigation it was determined the patient was wearing spectacles, which may have caused or contributed to the reported event.